Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level displayed as "high," however, specific bg value was not provided. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, insulin drips were not observed to be exiting the infusion set tubing during the load fill process and resistance was experienced when filling multiple cartridges with insulin. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. System check with healthcare provider confirmed the pump was functioning as intended.